Manufacturer narrative:
The manufacturing record of the device was reviewed without irregularity. The subject device was returned to olympus medical systems corp. For evaluation. The evaluation result revealed that the reported phenomenon was reproduced when the universal cord was twisted. Water leakage from the universal cord was confirmed. The video connector was disassembled, but no abnormality was found in the inside. The relation between the water leakage and the phenomenon is unknown. When the imaging unit was disassembled, it was found that the covering of the cable connected to the imaging unit came off. As above, the event is likely to be caused by a short circuit of the wiring due to the coming off of the covering of the cable. Though the exact cause of the coming off of the covering of the cable could not been conclusively determined at this time, an excessive angulation or twisting of the universal cord could not be ruled out as a contributory factor to the event.

Event description:
Olympus was informed that the endoscopic image disappeared during an unidentified procedure with the subject device. The facility tried to restore the image, and the image was displayed again normally. The intended procedure was completed without replacing to another device. There was no patient injury reported.